Manufacturer narrative:
One 72202467 fast-fix 360 straight needle delivery system device returned. The complaint stated: ¿the anchors were activated prior their introduction.¿ the device was not returned as sold. The product pouch and carrier were not returned. Anchors and suture were returned separated from the device. T1 had suture looped and knotted around its midpoint. The depth limiter was returned pinched and deformed. This symptom is consistent with probing and damage from tissue resistance. There is bio-matter attached to the device. The delivery needle is straight and shows no sign of damage. The device cycles and actuates as expected. Instruction for use documentation confirms instructions, precautionary statements and recommendations for proper use of product. No root cause related to the manufacture of the device was confirmed.

Event description:
It was reported that the anchors were activated prior their introduction. It was found before procedure. There was a back-up device available. No patient injuries reported. However, from results of investigation it can be concluded that this malfunction happened during a surgical procedure, which changes its reportability.